Event description:
It was reported that the pt presented to the hospital for an ablation. The lead exhibited an increased out of range pacing lead impedance. The lead was capped and replaced at the time of the ablation.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being files as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.